Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second hemodialysis treatment, on the third day after catheter implantation, 10 minutes after the start of the treatment, the device had a blood leakage at the venous extension tube (blue line) of the device (proximal to white clamp/middle of the tube). There was a small hole on extension tube. It was stated that no leak found after flushing was done prior to use. Nothing unusual was observed on the device prior to use and there was no other defects/damages found on the product. The catheter was not repaired and there was no luer adapter issue. It was mentioned that they tighten the adapters by hand hemostat and 70% isopropyl alcohol (ipa) was the cleaning agent used. The insertion site was not treated prior to product placement. It was also stated that povidine (pvd) was applied on the exit site. Wound dressing from hospital set was utilized without including any cleaning agents or antimicrobial properties, and it was allowed to dry thoroughly prior to dressing the area and prior to applying ointment(s) to the area. There was no other medical intervention/treatment required due to the event. It was also stated that there was repeated clamping performed and the clamps were moved periodically. There was blood loss of 250 cc in the hemodialysis circuit and blood transfusion was not required. It did cause dialysis failure and the treatment was delayed for one day due to the event. There was no patient infection or embolism. The whole catheter was explanted and replaced on the same day by the doctor to resolve the issue andno defect found. The device was used successfully and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second hemodialysis treatment, on the third day after catheter implantation, 10 minutes after the start of the treatment, the device had a blood leakage at the venous extension tube (blue line) of the device (proximal to white clamp/middle of the tube). There was a small hole on extension tube. It was stated that no leak found after flushing was done prior to use. Nothing unusual was observed on the device prior to use and there was no other defects/damages found on the product. The catheter was not repaired and there was no luer adapter issue. It was mentioned that they tighten the adapters by hand hemostat and 70% isopropyl alcohol (ipa) was the cleaning agent used. It was also stated that povidine (pvd) was applied on the exit site. Wound dressing from hospital set was utilized without including any cleaning agents or antimicrobial properties, and it was allowed to dry thoroughly prior to dressing the area and prior to applying ointment(s) to the area. There was no other medical intervention/treatment required due to the event. It was also stated that there was repeated clamping performed and the clamps were moved periodically. There was blood loss of 250 cc in the hemodialysis circuit and blood transfusion was not required. It did cause dialysis failure an d the treatment was delayed for one day due to the event. There was no patient infection or embolism. The whole catheter was explanted and replaced on the same day by the doctor to resolve the issue and no defect found. The device was used successfully and the pro cedure was completed. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the image showed a yellow circle drawn around the extension tube of the blue luer adapter, the extension tube clamp and red luer adapter were in view, and there was some blood staining in view. It was reported that there was a leak or hole on the extension tube. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second hemodialysis treatment, on the third day after catheter implantation, the device had a blood leakage at the venous extension tube (blue line) of the device (proximal to white clamp/middle of the tube). The catheter was not repaired and there was no luer adapter issue. 70% isopropyl alcohol (ipa) was the cleaning agent used. The insertion site was not treated prior to product placement. The catheter was replaced by the doctor and no defect found. There was no reported patient injury.